Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value was 84 mg/dl and sensor glucose was 40 mg/dl at the time of the incident. Sensor glucose value that triggered the suspend event 40 mg/dl. The customer was assisted with the troubleshooting. The device will be returned for the analysis.